Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical devices: d334drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead had a suspected fracture and high rv and superior vena cava (svc) impedance. The lead was explanted and replaced. As well, it was reported that the patient's right atrial (ra) lead was returned to the manufacturer after being removed and replaced for upgrade.  The lead subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.